Manufacturer narrative:
Zoll medical corp has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.

Event description:
The customer reported that while training on manikins, a very old autopulse displayed several error messages. There was not pt involvement reported.